Event description:
It was reported that intermittent occlusion alarms occurred, which was resolved each time by changing the infusion set and cartridge and resuming insulin. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl.